Event description:
It has been reported to philips that the customer was unable to perform geometry movements. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that there were no movements. Onsite troubleshooting found a damaged (top of mushroom (panning tabletop) switch comes off) control module, which was replaced to resolve the issue. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recure. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.